Event description:
The customer reported an unspecified alarm issue.

Manufacturer narrative:
(B)(4): the customer reported an unspecified alarm issue. Given the limited information we will consider that this could impact therapy and will report it. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.